Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant precision results using the inratio meter. Results as follows: date: (B)(6) 2010, inratio: >7.5, re-test: 3.2. Date: ng, inratio: 1.8, retest: 3.0, retest: 4.0. Caller is aware meter is not validated for users under 18 years of age. Caller reports that blood is very difficult to get from daughter. Caller also reports that meter is freezing frequently lately and currently will not move past results screen.